Manufacturer narrative:
The liner was returned and evaluated. The measured dimensions of the liner all fell within the drawing specifications. There was a heavy circular indentation on the outer spherical radius of the liner. The indentation is most likely the result of an acetabular fixation screw being used. It is likely the head of the screw may have been partially protruding into the shell. Any protrusion of a screw head into the inner surface of the shell would prevent the liner from fully seating and the locking ring correctly engaging the liner locking groove. In this case if the ring had engaged the screw head could be increasing the force that the liner produces against the locking ring increasing the stress on the locking mechanism. The force of the fall may then have caused the liner to dislodge. Without further information, no further conclusions can be drawn.

Event description:
It was reported that patient underwent a total hip replacement on (B)(6) 2013. Two months after surgery, the patient fell and the hip luxated. Revision surgery was performed on (B)(6) 2013, due to an out of position insert. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.